Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. Data was provided but does not reflect the product at fault. The confirmation of the complaint is undetermined. A probable cause could not be determined. No product was provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined.